Event description:
Female in her 20's was admitted for an ob ultrasound on sunday, 9/1. The foley was inserted and was inflated with the 10 cc prefilled water syringe. When they tried to deflate the balloon, it wouldn't. It was reported the pt experienced a great deal of discomfort when the foley was removed.